Event description:
It was reported that the patient experienced electromagnetic interference when an MRI of the neck was initiated. It was stated that this caused abnormal sensations with the patient's stimulation. It was noted that the patient is getting normal stimulation and good response since the incident. It was stated that one pair of electrodes read 2800 ohms, but this did not indicate a system integrity issue. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04wp6, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).